Event description:
Reporter noted decreased irrigation in foot position 2 and 3 in u/s mode. Posterior capsule tear occurred and nuclear fragments fell into posterior segment. Patient returned for anterior vitrectomy.